Event description:
New information states that the lead was able to be repositioned on 5/21/19. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited significantly high threshold. The patient could feel the pacing. The patient was sent for an echo. The patient was stable.